Event description:
The customer states they had received cds/r/4k diluent/sheath reagent lot # 42063i2. The cutomer stated that they did not want to use this lot due to performance issues, therefore the reagent was replaced. No impact to patient management was reported.

Manufacturer narrative:
Use of diluent sheath lot 42063i2 can cause errors in results when used on the cell-dyn ruby, cell-dyn sapphire and cell-dyn 4000. Results that may be impacted include rbc, mcv, rdw, platelets and mpv. The impact to results varies by instrument type as well as the material tested, i.e., control, control type or whole blood. Results that may be impacted include small (less than 5%) shifts in rbc, mcv, rdw, and mpv along with 10-20% shift in optical platelet counts. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.